Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2016-04081/ 1825034-2016-05105/ 1825034-2016-05107/ 1825034-2016-05109/1825034-2016-03041).

Event description:
Patient underwent a right total shoulder arthroplasty. Subsequently, ten days post-implantation the patient experienced glenoid radiolucency along with pain. The patient further reported pain at approximately three months and one year post-operatively. No revision has been reported to date.